Event description:
It was reported that the external pulse generator (epg) had sensing and capturing issues during use on the patient. Another epg was used on the patient. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed all visual, functional and bench testing with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.